Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the fourth inflation at 20 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure. It was further reported that the target lesion was located in the mid right coronary artery.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the fourth inflation at 20 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure. It was further reported that the target lesion was located in the mid right coronary artery.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an nc emerge mr, ous 3.00mm x 12mm was returned for analysis. A visual and tactile inspection identified no issues with hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination identified a longitudinal tear in the balloon from the proximal markerband to the distal markerband (9mm in length). Bumper tip showed no signs of distal tip damage. During leakage testing, the device was attached to an encore inflation device, and an attempt was then made to inflate the balloon to 20 atmospheres as per emerge instructions for use (IFU), however, it was observed that a leak was occurring. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the fourth inflation at 20 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.